Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.